Event description:
It was reported to boston scientific that a resolution 360 ultra clip was used during an esophagogastroduodenoscopy (egd) on an unknown date. During the procedure, the clip advanced through the scope but then fell off. It was retrieved, and a new one was used. The procedure was completed using another resolution 360 ultra clip. There were no further patient complications reported as a result of this event. On may 27, 2025, additional information was received identifying the anatomical location involved in the event as the upper gastrointestinal (gi) tract.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment on an unknown anatomical location. Block h11: investigation results visual analysis of the returned device revealed that the clip assembly was missing, and the yoke remained attached to the control wire, indicating evidence of premature deployment. The reported event of "clip premature deployment" was confirmed based on this observation. The risk review confirmed that this event is defined in the risk documentation and appropriately documented in the product risk review (prr), with the event type accounted for during product risk analysis to support the product's acceptable risk-benefit profile. Based on all available information, the most probable conclusion is "cause not established," as the absence of the clip assembly prevented a definitive root cause determination. While operational factors such as physician technique, scope positioning, or inadvertent contact with surfaces may have contributed, these remain hypothetical.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment on an unknown anatomical location.

Event description:
It was reported to boston scientific that a resolution 360 ultra clip was used during an esophagogastroduodenoscopy (egd) on an unknown date. During the procedure, the clip advanced through the scope but then fell off. It was retrieved, and a new one was used. The procedure was completed using another resolution 360 ultra clip. There were no further patient complications reported as a result of this event.